Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001825034-2017-04728, 0001825034-2017- 07111. Concomitant product(s): - p/n ep-183624 e1 vngd ps tib brg 63/67x14. P/n 184762 series a pat std 28 3 peg. P/n 183104 vngd ps open intl fem rt 60. P/n 141232 biomet cc cruciate tray 67mm. Foreign source- (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was enrolled in a clinical study and underwent a right knee revision procedure approximately ten months post-implantation due to patellar dislocation and instability. It was further reported that the patient experienced a fall. All components were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.